Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "used stryker trident offset cup impactor. When removing cup coupler with the 2107-1015, trident universal torx driver, the torx tip broke off. The physician unscrewed the coupler with a set of slip joint pliers."